Event description:
It was reported that the device has migrated in the pocket. It was further reported the patient complained of device discomfort and noted the skin was reddened and hard around the device and device appeared close to the skin. A pocket revision was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.